Event description:
The customer reported functionality lost form the system monitors. This issue will effectively eliminate the ability to view a real time image. No patient death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed onsite investigation. The ccd camera was evaluated and identified as requiring replacement replaced. No conclusion can be drawn as conclusive repair information is unavailable at this time and no additional service information was provided.